Event description:
When giving a hepa vaccination to a cooperative baby, while pushing down on the plunger, the vaccine vial broke, causing three cuts to my right thumb and causing a moderate amount of bleeding for 4 hours after the incident. Injury occurred to me only.